Event description:
Complainant alleges that the emergency room staff were treating a coded patient (age and gender unknown). They allege that the device would not power-up. They changed the batteries and turned the selector switch off and on, and the device still did not power-up. The batteries on the device were changed, and then the selector switch was turned off and on many times. The device still did not power-up. The staff obtained another device to treat the patient. There is no indication that there was any adverse effect on the patient.